Manufacturer narrative:
The reported failure "valve" occurred during patient treatment. The device was directly involved in the incident. The failure could not be confirmed. According to the service report (B)(4) dated on 2020-06-17 the error message valve could not be confirmed. The rotaflow was testes in all modes. The function of the liters per minute (lpm) and revolutions per minute(rpm) mode were tested at different speeds. The stops and alarms were tested. The unit ran in the test circuit overnight for 19 hours. The functionality and safety was testes the rotaflow was released for clinical use. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.40 was reviewed on 2020-06-24 with the following outcome: pressure differences can cause reverse flow. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported by the costumer that the error message ¿valve¿ was displayed during patient treatment. The patient was hand cranked and the device was exchanged. No harm to the patient occurred. Complaint ID: (B)(4).